Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed. The review of the lot history review (f1522903) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and no returned device for physical investigation, the reported could not be confirmed and the root cause could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
Following a diagnostic procedure, a mynxgrip device was used with a 5f procedural sheath to close the artery; however, following the procedure it was noted that the mynx sealant deployed inside the artery instead of extravascularly. Hemostasis was achieved after the deployment of the mynx device and no additional manual compression was required. Following the mynx procedure, it was discovered that the mynx sealant was deployed in the vessel. Due to the small amount of sealant that was observed in the vessel, no further intervention was performed. The sealant was left alone and the patient was instructed to report back to the hospital if any tingling sensation was felt in the leg. The patient was discharged in a "good condition" and hospitalization was not prolonged as a result of the event. At the time of this report the patient had not returned to the hospital. No further information is available.